Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
On (B)(6)2010, the patient started peritoneal dialysis (pd) treatment, and on an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake" and "care taker changed." On (B)(6)2010, the patient was diagnosed with peritonitis. The patient was hospitalized for the peritonitis on (B)(6)2010. On the same day, a peritoneal analysis and culture were performed. The result of the culture was unknown. On (B)(6)2010 the patient began remedial therapy with amikacin (250mg, daily, ip (intraperitoneal) and clavum (500mg, bid, orally). Pd therapy was ongoing as well as remedial therapy with amikacin and clavum continued. It was not reported whether the patient was retrained in aseptic technique. It was unknown if the peritonitis was resolving. No concomitant medications were reported. The reporter believed that the peritonitis was not related to the pd therapy, but was due to the break in aseptic technique.